Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins). It was reported that the patient had the device for bladder and bowel issues. The implant was in 2014 following the trial period in 2013. The patient was told the battery would last in their back up to 5 years. They said they had not been seen by the consultant as the hospital was too busy to arrange appointments. They said they have had a series of issues as they were one of the millions of women who had a pelvic mesh implanted. By the time that they had the mesh removed the ins had started off as a small lump under the skin of their back and had increased considerable in size. Patient reports the batteries in the external controller have never lasted and when they tried to get assistance they were fobbed off. No one would listen to them. The patient reports continual back pain and when the consultant in 2015 examined them they said they thought the device had moved and this was the reason it was not working as it should do as they thought it was stimulating the wrong nerve and causing the patient extra pain in the back and leg. During the second attempt of removing the mesh in 2016 the consultant said they would try and remove the ins at the same time but it may be too much pain because of developing reactions to certain things since the mesh implant I had to have spinal anesthesia which they had had previously with no problem. The patient confirmed that due to their chronic migraine and the anesthesiologist not being happy to do the spinal anesthesia meant that they were in the hospital for 10 days, but no surgery was done. It was reported that they were re-admitted in (B)(6) 2017 and another anesthesiologist did the spinal anesthetic this time. Halfway through the mesh removal the surgeon had to stop as the patient had a massive bladder infection therefore the ins system was not removed. Patient reports 4 years of stress and pain. It was noted that the patient received a response from hospital admin stating they could see no reason why they thought it needed to be removed. Another healthcare professional contacted them asking if they had any more bladder problems which the patient reported 15 years of problems. The patient reported they had been in more pain this week and it appeared to be emanating from the device in their back and causing what they could only describe as the feeling of a trapped nerve. The patient reports needing an MRI due to unrelated health issues but states this cant be done with the ins implanted. The patient reported that they were told by one secretary to have someone bring them to (B)(6) and tell them that they were in pain and as this thing is visibly sticking out of their back. The patient said they have had too many days spent in the hospital from complications caused by mesh and the ins and on of which were caused by them, but no one has wanted to take responsibility for. The patient wanted to know if the device should have been replaced within 5 years and was it normal for it to be sticking out of their back the way it was and causing further pain.